Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after ablating all pulmonary veins, attempts to pull the array back into the sheath were unsuccessful. The catheter array was inverted. Under fluoroscopic guidance, efforts were made to fully re-deploy, extend the slide bar, and manipulate the wire back and forth, without resolution. A knot was cinched down on the distal support strut during the re-capture of the catheter. The catheter was re-captured as much as possible and the catheter and sheath were removed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012592885 and data files containing log files and images were returned and analyzed. Log files recorded on the reported event date did not show any error code. The returned image showed a pulse field ablation catheter spiral array knotted. The catheter pscc100/0012592878-078 appears inverted and pinched pebax tube on the spiral array. The knotted spiral array was not observed. Mechanical verification of steering and slide mechanisms were carried out. The slide control function is stuck due to inverted spiral array. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. High magnification optical inspection revealed a pinched peb ax tube on the spiral array. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the knotted array was not confirmed. The catheter failed the return product inspection due to a pinched pebax tube and inverted array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.